Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 112 lead ECG. There was no reported adverse pt impact. The customer replaced the ECG cable to resolve the issue. The ECG cable was not available for eval. We will consider this a malfunction of the ECG cable where 12 lead ECG could not be acquired.